Event description:
It was reported that pump displayed malfunction alarm code 16. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place malfunctioning pump in storage mode, to transfer pump settings and reconnect cgm to replacement pump, and to return problematic pump using prepaid label, while technical support arranged shipment of replacement pump under warranty.